Event description:
Customer reported that she experienced high blood glucose of 497 mg/dl before bed and gave insulin; she checked at 2:45am and her blood glucose was 390 mg/dl and treated with manual injection. Customer stated she has changed her infusion set and when performing prime no numbers come up on the screen. Customer stated that she has done the rewind 3 or 4 times and has a black circle on the screen. Customer is unable to exit the preparing to prime loop. She was advised to hold down the act button until they receive a 2nd series of beeps or numbers appear on the display; numbers appeared on the screen. Insulin did exit the tubing at manual prime. No insulin leak found. Date is correct and time was off by 10 minutes. She is unsure if basal rates are correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.